Event description:
As reported by the field, during a coil embolization for hemorrhage of peripheral gastroduodenal artery, two cerenovus coils were implanted. A third coil, a galaxy g3 mini 1mm x 3cm (glm910030, 30419303) was inserted into a carnelian marvel microcatheter, tokai medical products. The galaxy g3 mini was advanced approximate 10cm but there was an intensive resistance felt at proximal shaft of the microcatheter (mc). It was not able to be pushed further. It was observed by angiography that the whole complaint coil was inside the mc. There was a resistance felt but the complaint coil was removed from the patient. A part of the complaint coil became unraveled when attempting to remove from the mc. It was replaced with another coil (different lot number) and it was used without any problems. Hemostasis was archived by manual pressure with three coils. There was no patient injury reported. Additional information received indicated that prior to the resistance with encountered, the first two coils were successfully used with the same mc. There was no report of the mc being damaged during manipulation of the coil or noticed to be damaged upon removal from the patient.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.